Event description:
It was reported that the insulin pump was not delivering the right amount of insulin during a bolus procedure. The blood glucose reading was unknown at the time of the call. The customer stated that the device would stop while giving a bolus but did not alarm no delivery. The battery was observed to go bad shortly after being replaced, but the customer did not receive a failed battery test alarm. The customer complained that she had been changing the battery twice every day. She added that she had been playing with the insulin pump and when she attempted to administer a bolus, the device only delivered a partial amount. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.